Event description:
It was reported that the paramedics came to the patient's worksite where the patient had hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to below 80 mg/dl while wearing the pod between 36 and 48 hours. The sensor was showing that the patient's blood glucose levels were higher, resulting in the pod giving more insulin but the finger stick verified that the blood glucose levels were much lower. Symptoms reported include shaking and sweating. The patient was treated with glucose tablets and had the pod removed by the paramedics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.